Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014 the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at a follow-up in clinic. Upon review, the right atrial lead exhibited a high capture threshold. The lead was extracted and replaced. The patient was in stable condition.